Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that user was hospitalized for diabetic ketoacidosis. During use of the listed device, blood glucose level increased. User removed site and performed a bolus system check. No insulin was observed to be dripping from the cannula; no alarms received. User then disconnected the infusion site from the tubing and insulin was seen to be dripping from the tubing. The cartridge, infusion set, tubing and insulin were in use for 2 days. During hospital stay, user received fluids. User released from hospital two days following event. No permanent injury resulted from this event.